Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 54mg/dl which was treated with 4 glucose tablets. Customer declined troubleshoot for low blood glucose. Customer states that blood glucose was 180mg/dl and sensor glucose was 160mg/dl. Customer did not receive a change sensor alert after a calibration not accepted. Products will not be return for analysis.